Manufacturer narrative:
(B)(4): a visual and microscopic examination found that the stent moved distally on the balloon, so that the distal edge of the stent was 3mm distal to the distal markerband. There were kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The 80% stenosed lesion being treated was located in the moderately tortuous and moderately calcified left anterior descending (lad). The 3.50x38mm taxus liberte long stent delivery system (sds) was advanced to the target lesion but could not cross. The procedure was completed using a different stent. There were no patient complications and the patient condition was listed as "stable". However, product analysis revealed stent movement on the balloon.